Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. The competitor sheath was returned separately. The extender tubing was also returned. A kink was observed approximately 75.6cm from the iab tip. The inner lumen was found occluded with dried blood and unable to clear with the guidewire. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.

Event description:
It was reported that after 10 hours of intra-aortic balloon (iab) therapy the console frequently generated a check iab catheter alarm. Therapy was discontinued. It was noted that another manufacturer's sheath had been used. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: medical engineer. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).